Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device was received with cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer was sitting when the device vibrated and it had the alarm. Customer's blood glucose was 180 mg/dl. He had the device in his pants pocket and no other significant event that may have caused the device alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.